Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive cause for the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the subject device exhibited the damaged fiber bonding in the outer tube area (distal end) and cut on the protector of the video cable section. There was no patient involvement.